Event description:
A facility reported that the roto-cam maryland diss mono 5 (625126) hinge could not be open and closed. The hinge to open and close the jaw stuck out from the device during surgery, and another device was used to complete the surgery. ¿the jaw could not be opened and closed anymore, so the device could no longer be used. "They are concerned about the possibility of the device components remaining in the patient's body. Another was used to complete the surgery. There was no surgical delay; however, it is unknown whether patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.